Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience prime, xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, 80% stenosed, de novo lesion in the proximal left anterior descending (plad) artery. Pre-dilatation was completed with a 2.5x12mm balloon and a 2.5x28mm xience prime drug eluting stent (des) was implanted at the target lesion, after which a distal end dissection was noted. A 2.5x8mm des was implanted to cover the dissection resulting in a timi iii flow without any residual stenosis to successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.